Event description:
It was reported that there were high thresholds, small p-waves, and undersensing. The atrial lead was revised multiple times, but then the physician lost confidence in the lead, so it was explanted and replaced. The replacement lead experienced similar difficult small p-waves, but remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.